Event description:
During the atrial fibrillation procedure, a blood leak was noted. The introducer was exchanged and the procedure was completed with no adverse consequences to the patient. A non-abbott needle (japan lifeline rf) was inserted into the sheath and a septal puncture was performed. During mapping with a non-abbott catheter (jj pentaray), a blood leak was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. There was no additional venipuncture or septum puncture required to access the site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.